Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed. However, the root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that upon removal from the patient the floppy end of the mandrel wire sheared off and was left in the patient's bile duct.